Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient was having their entire system explanted due to poor lead placement. The patient was unable to get good therapy without eliciting other side effects. The patient¿s health care provider (hcp) wanted to know what kind of MRI the patient could get if the ins was left implanted since the ins was only a year old. New leads were going to be implanted on (B)(6) 2016 and a new ins was going to be implanted on (B)(6) 2016. The patient¿s first follow up appointment for programming was scheduled for (B)(6) 2016. The patient¿s indication for use is parkinson¿s dual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.